Event description:
It was reported that ventilator experienced pressure problems. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that ventilator experienced pressure problems. Our field service engineers investigated the reported machine on site. The pressure transducer test failed. They have replaced the nozzle unit to resolve the reported issue. No device logs were provided and the replaced part didn't return for investigation. Therefore, no root cause can be established.